Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead failed a stylet insertion test and a helix mechanism test due to blood/body fluid contamination. An x-ray taken of the terminal area of the lead revealed no anomalies. The lead was able to pass all pressure and electrical testing and laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that loss of capture (loc) and high thresholds were observed with this patient¿s right ventricular (rv) lead. Surgical intervention was performed and the rv lead was tested through a pacing system analyzer where loc and high thresholds continued to be observed. The physician decided to explant and replace the rv lead. While the patient was noted to have an escape rhythm, it is unknown if any of the loc resulted in asystole of greater than two seconds. No additional adverse patient effects were reported.